Manufacturer narrative:
The pump received with no blank display. However, the pump was received with bleeding and cracked lcd glass. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they had a blank display and damage. The blood glucose at the time of the incident was unknown. Mother states the customer pump had a blank screen, but it still delivering bolus. However mother did not have the pump present and would have customer call back for troubleshooting. The customer called back stating the pump had damage. The blood glucose at the time of the incident was 243 mg/dl. The customer state the pump had cracks in the middle of the screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.